Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 2 years post implant of single use sterile kugel patch, patient was diagnosed with fistula, abscess, infection, seroma, hernia recurrence, cellulitis and adhesions thereby underwent repair with removal of mesh. Patient was passed away on (B)(6) 2018. No autopsy report, or death certificate have been provided. The instructions-for-use supplied with the device lists fistula, seroma, hernia recurrence and adhesions as possible complications. In regards to infection the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the kugel patch (device #1). An additional supplemental emdr was submitted to represents the mesh ¿ composix kugel (device #2) and an emdr was submitted to represent the sepramesh ip (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: (B)(6) 2003 - patient with a complicated history of multiple hernia repairs was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of kugel patch (device #1). Per operative notes, ¿the hernia sac was dissected, and adhesions were taken down. A kugel patch (device #1) was placed and sutured.¿ (B)(6) 2003 - patient was diagnosed with seroma. (B)(6) 2004 - patient had cellulitis around the wound that had been treated with antibiotics was completely gone away. (B)(6) 2004 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with implant of composix kugel (device #2). Per operative notes, ¿the hernia sac was opened and multiple fascial defects identified. Multiple bowel adhesions from the anterior abdominal wall to old gore-tex mesh and old packs was found. Once all the adhesions were cleared, a composix kugel (device #2) was placed and sutured.¿ (B)(6) 2005 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of sepramesh ip (device #3). Per operative notes, ¿the bowel adhesions to the old kugel meshes (device #1 & #2) placed superiorly were taken down. The hernia sac was excised and a sepramesh ip (device #3) was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with infected abdominal wall mesh, ventral hernia thereby underwent removal of all abdominal wall meshes (device #1, #2, & #3) and implant of biological mesh. Per operative notes, ¿there was an abscess and fistula noted. Bowel interloop adhesions from previous abdominal wall mesh were taken down. Th mesh along with the prolene sutures, old metal tacks were isolated, and hernias reduced. All the abdominal wall meshes (device #1, #2 & #3) were resected and a biological mesh was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with infected abdominal wall mesh with colonic fistula thereby underwent removal of biological mesh and implant of synthetic mesh. Per operative notes, ¿the biological mesh and colonic fistula were removed. Small bowel resection and anastomosis was done. A synthetic mesh was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with pneumonia. (B)(6) 2017 - patient was diagnosed with enterocutaneous fistula thereby underwent removal of synthetic mesh. Per operative notes, ¿a large amount of succus coming from the intraabdominal region. There were intra-abdominal loop abscesses. The end ileostomy became a mucous fistula was sutured. The synthetic mesh was removed and debrided abdominal wall, the muscle, skin, and fascia that was necrotic. A temporary vac dressing placed.¿ (B)(6) 2017 - patient was diagnosed with open abdomen thereby underwent abdomen washout, vac placement and abdominal wall debridement. (B)(6) 2017 - patient was diagnosed with open abdomen and enterocutaneous fistula thereby underwent open repair of abdominal wound, abdomen washout and enterocutaneous fistula. (B)(6) 2018 - patient was diagnosed with open abdomen, plus retraction of ileostomy thereby underwent abdominal washout, ileostomy revision, wound vac change. (B)(6) 2018 - patient was diagnosed with open abdomen, enterocutaneous fistula thereby underwent abdominal washout, wound vac change. (B)(6) 2018 - patient was diagnosed with open abdomen, entero atmospheric fistula thereby underwent wound vac change. (B)(6) 2018 - patient passed away. Per death summary, ¿76 y/o female with infected abdominal mesh was taken to the operating room for exploratory laparotomy mesh removal complex abdominal wall repair, bowel resections on (B)(6) 2017 was taken back to the operating room on (B)(6) 2017 for intra-abdominal sepsis on enterocutaneous fistula. Patient developed another fistula subsequent to this and had multiple trips to the operating room for abdominal wall washouts and attempts at enterocutaneous fistula repair. Patient did develop a pneumonia and was on multiple antibiotics for several weeks while in the hospital. Patient was unable to be weaned from the ventilator and the family ultimately made a decision to terminally extubate the patient and make her comfort measures only after several weeks of being on the ventilator. Patient went almost 48 hours after extubation and died at 12:36 pm on (B)(6) 2018.¿ attorney alleged that the patient had adhesions, bowel obstruction, death, fistulae, infection, pain and hernia recurrence. It was also alleged that the patient had bulge, wound vac, transverse colostomy, abdominal wall debridement, colon repair, separation of abdominal wall components, end-ileostomy, endosotomy.